Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was suspended and the contact was unsure why this occurred. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, the customer was educated on the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying the settings.. Customer acknowledged and was instructed on how to modify settings.